Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. At the conclusion of the initial procedure the patient had a type 2 endoleak, the physician elected to monitor. The patient had a 6 month follow up visit and the type 2 endoleak had resolved itself. It was reported the patient had not returned for any additional follow ups after the 6 month follow up visit. On (B)(6) 2017 the patient came in emergently to the hospital with a ruptured aneurysm. A computed tomography (CT) showed aneurysm growth with no apparent endoleak. The physician elected to explant the devices and complete an open surgical repair. The patient passed away on (B)(6) 2017.

Manufacturer narrative:
At the completion of the investigation, clinical confirmed the endoleak type iiib and aneurysm rupture resulting in death. Clinical evaluation found that a calcified ulceration near the bifurcation could have been a contributing factor. The manufacturing lot evaluation confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Correction: PMA number, patient codes, device codes.